Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that since (B)(6) 2019, when the patient is on group b, her stimulation will turn off and come back on if she moves in a certain position. The patient started using group c, but it is also ¿cutting out¿ on her for a few seconds and then it will come back on. The patient mentioned that she uses her spinal cord stimulation 24/7. The patient feels stronger and weaker stimulation intermittent stimulation. The patient does not have adaptive stim enabled and no cycling programmed. Conflicting information was received on (B)(6) 2020 which indicated that the stimulation being on/off does not matter on position. When the patient does not feel stimulation, she uses her patient programmer and increases the stimulation. This works for a while, and then stimulation goes off again. Other than this stimulation on/off issue, the patient is getting good coverage. The patient has not reported any falls or trauma associated with this issue. Troubleshooting was performed on (B)(6) 2020, and the implantable neurostimulator was at 70% charge. The patient indicated that the issue happens the worst with group b. Group b has the following settings programmed: group b, program 1: 5+6-7+13+14-15+, intensity of 8.8 milliamps,pulse width of 450 microseconds, and a rate of 90 hertz. Group c, program 1: 5-6+ 7+13-14+15+, intensity of 7.8 milliamps, pulse width of 200 microseconds, rate of 90 hertz. Electrical impedances show impedances between 650 ohms and 820 ohms. Stimulation usage for the last 30 days was 97% and 90% since the last session. Adaptive stim had been on for 0% of the time. January 5 was noted to be below 60% stimulation usage, but all other dates, the stimulation usage was at the top. The patient felt the surging stimulation while sitting during the troubleshooting session. When stimulation was off, the same symptoms could not be reproduced when palpating around the implantable neurostimulator pocket site. When the stimulation on, the same symptoms were reproduced when palpating around the implantable neurostimulator pocket site, especially around the header block. There were no further complications reported.

Manufacturer narrative:
Continuation of d11: product ID: 39286-65, lot#/serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID: 39286-65, lot#/serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead h3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that it was thought that fluid got into the battery and is causing random stimulation. The patient was undergoing a replacement on (B)(6) 2020 when it was reported that they were getting low impedances (or a short) intraoperatively on contacts 4 and 5 when connected to the new implantable neurostimulator. The impedance issues were seen for the first time during the replacement. It was noted that the impedances were fine in january as well as during pre-op on the day of the report. When the tails were switched in the implantable neurostimulator, all impedances got red while testing the contacts. The lead was replaced and connected to the new battery and they were seeing red connections on almost all of the 8-15 contacts. The existing lead was tested in the wireless external neurostimulator and impedance issues (shorts) were seen. The lead tails were flipped in the wireless external neurostimulator slots and issues followed the lead. The health care professional had already reseated the new lead into the new implantable neurostimulator approximately six times, wiped off the lead and ensured that there was no fluid in the header block. At the time of the report, the health care professional was reseating the lead again in the new implantable neurostimulator. With testing the new lead in the wireless external neurostimulator, contact 12 was consistently out and showing over 40,000 ohms and the check connectivity shows red connection with contact 12. The patient was closed with contact 12 having high impedances. The manufacturer representative programmed the patient post-op. The old implantable neurostimulator and lead were returned. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomalies. Analysis of the lead found the outer insulation had discoloration and cracking 6.0 to 6.5 cm from the distal end that was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The date received was 2020-mar-02. If information is provided in the future, a supplemental report will be issued.